Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 450 mg/dl. The customer's insulin pump was not dropped and the drive support cap did not appear to be damaged. Per troubleshooting, the customer stated that insulin was able to exit the tubing, that the insulin pump passed the high pressure test and that there were no leaks detected. The customer was advised of different possible causes for the alarm. The customer did not agree that the insulin pump was working as designed. The customer was advised that a replacement insulin pump would be sent per their request. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.